Event description:
Upon assessment of the patient, nursing staff noted that there was blood in the cooling saline line of the icy catheter. The catheter was discontinued and another icy catheter was re-inserted. There was no injury to the patient.